Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. A review of the system logfile confirmed the malfunctioning of the frontal ip-pc. Upon functional testing, the fse found that the ippc did not turning on as it was defective. The defective ippc was returned for analysis, and it confirmed the failure in the power supply unit (psu). To resolve the reported issue, the fse replaced the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.